Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d326 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, a corrective and preventive action was already initiated for complaint category, drive tube leak/break. Service order, (B)(4), feedback: the service technician replaced the leak strip and cleaned the instrument. The service technician calibrated the pump heads and successfully performed the system checkout procedure. No further action is required. Product return analysis: the kit, smart card, and photographs were returned for analysis. A review of the kit found that the upper bearing had failed causing the drivetube to twist, become damaged, and leak. The surface of the drive tube in this area was lightly abraded, indicating that the drive tube wore against the walls of the centrifuge chamber. The bearing stops were firmly laminated to the drivetube and had not delaminated. There was no evidence which indicated that the drivetube had been improperly installed. There were no non-conformances related to the bearing lots used in kit lot d326. The evaluation was unable to determine the root cause of the bearing failure. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a drive tube leak at the start of the purging air phase during a single needle mode treatment procedure. The customer noted that the middle part of the top bearing was out of the clip and had slid down to the middle of the drive tube. The customer stated that the patient was stable. Service order, (B)(4), was generated. The kit, smart card, and pictures were returned for investigation.